Event description:
The customer reported boot problems. No pt injury was reported.

Manufacturer narrative:
Upon inspection the rep found the cpu board had faulty capacitors. Bio-meds wanted to outsource parts.